Event description:
The customer reported being hospitalized due to high blood glucose of 363mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The customer mentioned inserting into the abdomen for twenty four years. Advised the customer to have his doctor check for possible scar tissue and pooling of insulin. The customer also reported having bronchitis and using medications from the counter. The customer mentioned that the cannula was bent. The customer called back and stated that since she is inserting on her legs, her blood glucose did not go high. The customer's most recent glucose reading was 157mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.